Manufacturer narrative:
Follow-up #1: date of submission 11/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/20/2016 with the following findings: on investigation, the pump powered on and the display became illuminated per normal operation. The display screen had a green line through the display field. Investigation duplicated the complaint.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6). (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.